Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking a severe amount of gas. The patient was insufflated with approximately 500 litres of gas during the second procedure of which the products have been returned. Unfortunately, the trocars used for the first procedure have been "discharged." The consequence of the leakage is that the surgical field was comprised as it was difficult to operate and the procedure took longer due to this problem. A bariatric rep was present in the operating room and gave the surgeons advice on how to minimize the leakage but nothing helped. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.